Event description:
An acg graft was implanted above the knee in 1/97. The graft occluded in 5/97.48 hours of thrombolytic therapy failed to unblock the graft. Upon surgical investigation the graft was seen to be fully incorporated at the top end. However a perigraft hematoma was noted at the bottome end. Blood was noted coming thru the wall at the bottom when squeezed. Pt is doing fine.